Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, catheter initially worked and delivered six applications. Midway through the procedure, energy delivery stopped without any opal error message. Replacing the catheter resolved the issue. Upon inspection, the original catheter had unusual white markings on its handle, though packaging was sterile and not expired. It was also indicated that the packaging was damaged. No patient complications occurred. The device is not expected to return for laboratory analysis since it was disposed.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, catheter initially worked and delivered six applications. Midway through the procedure, energy delivery stopped without any opal error message. Replacing the catheter resolved the issue. Upon inspection, the original catheter had unusual white markings on its handle, though packaging was sterile and not expired. It was also indicated that the packaging was damaged. No patient complications occurred. The device is not expected to return for laboratory analysis since it was disposed.

Manufacturer narrative:
Correction to initial MDR in block h6: device codes. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device was not returned for analysis; however, images of the catheter were provided to investigators which confirmed the presence of the white material on the catheter handle. The appearance of the white material is consistent with adhesive used during the manufacturing process. The presence of this excess material is considered to be a quality control deficency.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, catheter initially worked and delivered six applications. Midway through the procedure, energy delivery stopped without any opal error message. Replacing the catheter resolved the issue. Upon inspection, the original catheter had unusual white markings on its handle, though packaging was sterile and not expired. It was also indicated that the packaging was damaged. No patient complications occurred. The device is not expected to return for laboratory analysis since it was disposed.